Manufacturer narrative:
Initial reporter address: (B)(6), india. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml were contaminated. The following information was provided by the initial reporter: tubes contaminated.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml were contaminated. The following information was provided by the initial reporter: tubes contaminated

Manufacturer narrative:
H.6. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3075697 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and 3 other complaints have been taken on this batch for contamination. Retention samples from batch 3075697 (100 tubes) were available for inspection all 100 tubes were free of contamination. For further investigation ten retention tubes from batch 3075697 were placed into incubation to test for contamination. Five tubes were placed into the 20-25c incubator for 7 days and 5 tubes were placed into 33-37c incubator for 7 days. At the conclusion of seven days incubation, there was no microbial growth, precipitate, or turbidity seen in 10/10 incubated retention tubes, and under uv light the incubated tubes did not show any increased fluorescence to indicate microbial growth. Two photos were received for review for this complaint. The first photo shows a box label for material 245122, lot 3075697 with expiration 2024-09-14. The second photo shows three tubes held by their caps vertically. The tube on the left displays the label with lot number 3075697 and expiration 2024-09-14. The middle tubes have a light tan growth in the bottom. The tube on the right also contains a small tan growth in the bottom of the tube. This complaint can be confirmed for contamination based on the images supplied. No returns were received for investigation. The complaint can be confirmed for contamination based on the evidence provided by the photo received. No complaint trends for this defect have been identified for this product; no actions are identified at this time. H3 other text : see h.10